Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse li-ion battery (sn (B)(4)) was fully charged and when the battery was placed in the autopulse platform, the platform displayed "replace battery" message. The user tested the battery in other autopulse platform's and all the platforms displayed "replace battery" message. No patient involvement.